Manufacturer narrative:
The reported event was confirmed, based on the available medical records and health care expert opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed. There is a CT scan which only shows a cement spacer at the site of the ankle joint. The initial implantation was, according to the records, in 2019. As there is no other information given, it seems as if there was an infection at the site of the ankle replacement, but there is no further information given related to this. There is a girdle stone situation visible in the CT scan. An infection is likely. As there is no additional information provided, no further assessment or conclusion can be given. Based on the investigation, the root cause was attributed most likely to patient related issue. However, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
There is an upcoming revision surgery involving a tar implant due to reasons not available at this time.

Event description:
There is an upcoming revision surgery involving a tar implant due to reasons not available at this time.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the device remains implanted in the patient.